Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion code - failure observed during analysis. Final analysis found a false eri trip that occurred due to a transient low battery voltage. The device was extensively tested and noted to have exceeded its projected longevity. The device exhibited normal battery depletion.